Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a290, serial# (B)(4), product type: lead. Product ID: 977a290, serial# (B)(4), product type: lead. Product ID: 977a290, serial# (B)(4), product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), product type: lead. Product ID: 977a290, serial# (B)(4), product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a290, serial# (B)(4), product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the lead ((B)(4)) found no anomalies.

Event description:
The manufacturer representative (rep) reported high impedances with all 6 leads. The rep was called after a surgical implant case to return 4 leads that had high impedances during the case. The 2 new leads also had high impedances. The patient had been feeling a burning sensation in one area at the lead location and the doctor did not want to keep trying the leads so they were going to recheck after the inflammation went down. The rep had used 2 multi-lead trialing cables (mltc) but they turned out to both be good. Additional information received from the rep in response to follow-up reported that the patient had pain. The burning sensation was after several attempts of placing the lead and it traveling to the left lateral side. The pain had subsided post-op. Once out of the operating room, the leads did not have high impedance anymore and the patient was receiving stimulation. Additional information received from the rep reported that the patient had not been able to feel stimulation. Relevant medical history included non-malignant pain. No further follow-up was required.